Manufacturer narrative:
Date received by manufacturer: 18oct2019. Date of report: 23oct2019. The manufacturer's international service technician evaluated the device and found a faulty flow sensor. The reported issue of low tidal volume was confirmed. The flow sensor was replaced and the reported issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit had error of insufficient tidal volume. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jul2019.

Event description:
Customer contacted technical support (ts) stating that unit had error of insufficient tidal volume. The customer reported there was no patient involvement.